Event description:
The report received indicated that during the index procedure a 2.5 x 18 mm cypher stent was implanted in the mid left anterior descending (lad). The lesion was described as de novo and presented 50% stenosis. The cypher stent was deployed to 16 atmospheres for 13 seconds and subsequently post dilated to 20 atm for 18 and 14 secs respectively. At the end of the procedure, the patient was discharged without chest pain, discomfort or any other complaints. Approximately, six months after the index procedure, the patient returned for a diagnostic procedure, the stent was found fractured and the proximal lad presented more than 50% restenosis. The patient was treated with a 2.75 x 24 taxus stent.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. Additional information will be submitted within 30 days upon receipt.